Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective pump head. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: external damage and defective pump head. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had a damage to the tube. There were no reports of patient harm.

Manufacturer narrative:
E1 (facility name): (B)(6) center. To date, the device has not been returned. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had a damage to the tube. There were no reports of patient harm.